Event description:
Boston scientific, advantix biliary, duodenal bend, preloaded stent suture was broken when removed from the package. Local boston scientific representative (B)(4) talked the staff through the process of loading another suture onto the device during the procedure. The procedure was completed with the identified stent.